Manufacturer narrative:
In the case description, the user mentioned that the system was delivering insulin while suspended. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of the system delivering insulin while insulin delivery was suspended. The patient history buffer (phb) data showed that the total number of pulses delivered by the pod did not change during periods of time where the user's basal program was suspended, confirming that the pod was not actively delivering insulin during these periods. The system was determined to function as intended. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported by the patient that on 6mar25 they paused insulin delivery on their omnipod (personal diabetes manager) and the system continued to deliver insulin. Blood glucose levels were reported to decrease to 40 mg/dl while wearing the pod for an unspecified period of time. Patient did not provide information on how they treated the low blood glucose level. No medical treatment was required. The patient refused to provide any additional information; however, the patient did upload their pdm data files for investigation.